Event description:
Medtronic received information that 2 days following implantation of this bioprosthetic valve, patient had an EKG that noted complete heart block and 3 days later a permanent pacemaker was implanted. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).